Event description:
It was reported that the pump touch screen had a delayed response or was intermittently unresponsive. Additionally, the pump touch screen became frozen on an alert and customer was unable to clear it. Customer's blood glucose was 162 mg/dl. During troubleshooting, the issue was confirmed, and the pump was replaced.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.